Event description:
It was initially reported that a malfunction of a uno 102 lift caused a patient fall. It was also initially reported that the patient suffered face hematomas. During follow-up, it was noted that the patient, an 85-year-old female (100 kilograms), was wearing glasses and was on anticoagulant therapy (xarelto) at the time of the event. The patient fell to the floor on her left side, and copious amount of blood loss was observed from a laceration on the left side of the head. The nursing team applied pressure onto the area to stop the bleeding, and immediately called the doctor on duty. The patient was conscious but shocked by the event. She was taken back to bed; the wound was disinfected, and her parameters were monitored (bp 118/83 hr 110). The anti-coagulation therapy (xarelto) was put on hold the following day as a precaution. The patient's current conditions were reported to be "ok", and no further follow-up was required. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Uno 102 mobile lift has electric raising and lowering of the lift arm. Uno mobile lift is intended mainly for use in post acute care facilities like nursing homes and other care homes in the most common lifting situations, for instance, transfers between bed and wheelchair, to and from toilet and for lifting to and from the floor. Uno mobile lift has three alternative height settings, in order always to provide the optimum lifting height. The uno 102 instruction for use (IFU) states: "before lifting, always make sure that: the latches are intact; missing or damaged latches must always be replaced, the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface." The accessory device associated with this complaint is the universal sling bar part # 3156075 in the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! An inspection performed by a hillrom technician noted that the lift was functioning as designed, no device malfunction was identified. The sling bar's latches were found to be missing and will be replaced. It was also noted that the reported event was likely caused by an incorrect application of the sling to the sling bar, and unlikely caused by a device malfunction. In this event, the reported patient injuries (facial hematomas, head laceration) were contributed to the use of the uno 102 lift. The change in the patient¿s condition was temporary and no medical follow-up was required, however, the interventions performed by the nursing/medical staff (pressure applied to the area due to copious bleeding, disinfection, and wound dressing) are considered medical and/or surgical interventions completed to preclude permanent impairment of body function or permanent damage to a body structure, concluding that a serious injury occurred. Additionally, there was no device malfunction identified. The missing sling bar's latches will be replaced as part of the service event. The exact cause of the event cannot be determined at this time, however, it is reasonable to conclude that the reported event was likely caused by a use error/misuse of the device (incorrect application of the sling to the lift's sling bar and failure to check latches were intact prior to lifting). Prevention of this type of event is noted in the device IFU as noted above. Therefore, for the reasons stated above, hillrom is reporting this event.